Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed. The customer problem was duplicated and a damaged dso seal/liquid in the battery compartment were found. The dso seal and battery compartment were replaced in order to correct the issue.

Event description:
It was reported that pump was sent in for repair. The date of the event is unknown. There was unknown patient involvement and unknown patient harm/adverse event reported.